Manufacturer narrative:
Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced acute elevated iop, corneal edema, and unreactive mydriatic pupil. Ac decompression was performed, and medication was administered. Cause reported as unknown. The problem was resolved.